Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. The tube was sent for analysis to an external laboratory, which did not confirm the foreign matter as an insect; but did confirm fm in the tube (thread-like substance appearance). Additionally, 200 retention samples from bd inventory were visually inspected with no fm observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fm; it has not been confirmed for fm-insect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 1 tube had foreign matter(fm) inside; a spider was observed. There was no health impact or consequences reported.